Event description:
The information provided to sjm indicated the valve was explanted due to infection and replaced with another sjm mechanical valve. The pt was reported to be doing well and recovering in the intensive care unit.